Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction under the lifevest equipment. The patient described the area as burn marks in the shape of rectangles on the right, left, and front of their torso. There was no alleged device malfunction contributing to the allergic reaction. The patient¿s physician prescribed applying over-the-counter ointment such as a&d ointment for the skin irritation. Follow up indicated that the skin irritation improved. A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as burn marks in the shape of rectangles on the right, left, and front of their torso. There was no alleged device malfunction contributing to the skin irritation. The patient¿s physician prescribed applying over-the-counter ointment such as a&d ointment for the skin irritation. Follow up indicated that the skin irritation improved.

Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction under the lifevest equipment. The patient described the area as burn marks in the shape of rectangles on the right, left, and front of their torso. There was no alleged device malfunction contributing to the allergic reaction. The patient¿s physician prescribed applying over-the-counter ointment such as a&d ointment for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.